Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG falloff test. The cause for the failure was isolated to an open connection at the j704 connectors on the distribution node pca. The root cause for the open connection was unable to be positively identified. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.